Event description:
It was reported to sunrise medical that on (B)(6) 2013 an adverse event involving a quickie q7 had occurred. The dealer reported that the end user was attempting to transfer from her wheelchair to the toilet when her foot rubbed against the footrest of her wheelchair. The end user alleges that she was cut on her foot and required stitches to close the wound.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.